Event description:
The report indicated that the customer woke up feeling ill and was given manual insulin injections to treat high bg's. He was then sent to the ER where his bg levels measured between 500-600mg/dl with ketoacidosis. The pod was removed and discarded and an IV drip was administered. After two days of care at the hospital, the customer was discharged and was using manual insulin injections to control his bg's. Note: while at the hospital, a report was run from the pdm which indicated that the pod was delivering insulin. Prior to discarding the pod, however, it was inspected and was found to contain "all the insulin that the pdm said it had delivered". In addition, the pdm screen was described as being "illegible". The pdm will be returned for evaluation.

Manufacturer narrative:
The customer reported that the pdm showed a history of insulin delivery, yet the pod still contained sufficient levels of insulin, indicating a possible communication error between the devices that may have resulted in an interruption of insulin delivery. In addition, the pdm screen was reportedly "illegible" - the cause of the screen's condition, however, is unknown since the pdm was not returned for investigation, we are unable to confirm any product malfunction. No conclusion can be drawn at this time. The product user guide instructs users to check blood glucose levels frequently, so that they're able to notice and react quickly and appropriately to any issues. The user guide also suggests that the patient always carry extra supplies in case of an emergency.